Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-05842. It was reported that the patient had high impedances on one of their cervical leads. Surgical intervention was undertaken to replace the lead and during the procedure the other lead had high impedances as well. The patient's cervical system was explanted and replaced. Effective therapy was established postoperatively.